Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was also a damaged video connector, and the connector failed the leak test; both findings required repair. Dead pixels were found on the electronics but this was considered a non-critical finding. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, there was a no image registering issue. The issue occurred during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage and water leak of the video connector were confirmed. It is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to damage and water leak of the video connector. Since the subject device was not returned to qa, shirakawa factory, its condition could not be thoroughly checked. Thus, we could not identify the root cause. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.